Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information: healthcare professional reported "patient was on coumadin and therefore was prone to excessive bleeding when the hyphema occurred." Patient's vision was reduced due to the hyphema. The hemorrhage "likely resulted from bleeding related to an unsuccessful first pass with the inserter." Affected eye is right eye. The device remains implanted. Patient is currently on durezol qid and ciprofloxacin qid.

Manufacturer narrative:
The reported event of "bled out into the anterior chamber" is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported "patient was on blood thinners and bled out into the anterior chamber,¿ and ¿there is so much blood" that physician has "to take the patient into the operating room to do a wash out.¿ patient was provided "something for the pain." Affected eye is unknown. Device status is currently unknown.